Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On 06-apr-2017 it was reported a couple of years after implant, the hcp (healthcare professional) did a cat scan and the patient was told it was fine. Three to four years ago the patient had prialt in the pump and the medication was too high. The hcp (healthcare professional) had to slowly titrate back down and the patient was taking increased oral meds (hydrocodone). No further patient complications have been reported as a result of this event.